Event description:
A malfunction occurred with the customer's pump, specifically the screen was dark and unresponsive, while the device was flashing red and emitting beeps and vibrations periodically. The customer declined to provide their blood glucose level at the time of the issue, so no information on the impact was available. Technical support arranged for a replacement pump under warranty, with the customer switching to multiple daily injections as a backup therapy. The customer understood how to handle the storage and return of the malfunctioning pump using a pre-paid label.